Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a postprandial rise in blood glucose from 126 mg/dl to a peak of 276 mg/dl after breakfast while using the ilet system, with no device alerts or alarms and no backup therapy used. Symptoms included no reported clinical effects. Outcomes included resolution of hyperglycemia to 166 mg/dl without medical intervention, hospitalization, or assistance. Investigation included case review, user interview, and troubleshooting and education. Investigation of this case revealed no device malfunction or alarm behavior and an unclear cause, with potential dietary contribution noted by the user. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.